Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found. Concomitant medical devices: 694765 lead; 5568-53 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for episodes of non-sustained ventricular tachycardia (nsvt) which showed noise; oversensing with increased sensing integrity counter (sic); and spiked impedance on both tip to ring and tip to coil measurements. Additional information from the clinic disclosed that the detections were turned off. The rv lead remains in use. It was also reported that a transmission observed the left ventricular (lv) lead with high threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.